Event description:
It was reported that when the lead was connected to the implantable neurostimulator (ins), the impedance was rendered incomplete and higher than the recommended threshold. The device was removed and another ins placed; this rectified the impedance issue. It was reported that the patient recovered with no sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058, serial # (B)(4), determined that when using output pairs, output was present only when pressure was placed on the case. Additionally, all electrode pairs resulted in ??? Output. After destructive analysis and, removal of titanium silver, impedance was performed using resistors to simulate a saline solution. Normal impedances were observed. Titanium silver was found loose to the right of the battery between the battery and the case.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.